Event description:
Patient stated that a shunt was implanted in her head on (B)(6) 2021 for drainage. She further stated that she returned to the operating room on (B)(6) because she was leaking. Patient said that she is currently in a lot of pain radiating from the implant site to all over her body.